Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they had to turn their stimulation off because it wasn't working. Patient clarified that the stimulation wasn't helping with the pain, but then it had a vibration going on that made the pain worse. Patient stated they were trying to get a hold of their manufacturer representative (rep), but did not get an answer. Patient mentioned they had an appointment with their healthcare provider and they needed the representative to come in and adjust their settings. Patient said they had already called their doctor's office and they were supposed to call the representative. Agent offered to send an email to all reps in the patient's local territory to see if they could find another representative in the area to help coordinate the appointment. Agent sent email to local reps for next steps.